Event description:
In 2007, it was reported to the company that the patient was admitted to the hospital with meningitis. The company is in the process of collecting additional information.

Manufacturer narrative:
The patient was implanted with a clarion with a positioner in 2000 in the right ear. In 2004, the patient's positioner was removed per the request of the patient's parents. The cochlear implant remained implanted. In 2005, the clarion was explanted, and the patient was reimplanted with a hires 90k. At the same time, the patient's left ear was also implanted with a hires 90k. At this time, the identity of the hires 90k device related to this event is unknown.